Event description:
It was reported that 5 bd phaseal¿ optima injectors experienced a broken luer connection broke, resulting in leakage. The following information was provided by the initial reporter: we have noted several incidents where they have either come off the syringe and/or ambulatory pump tubing. These were instances where hazardous drugs were being administered so it is concerning for the staff. In our hd mixing room, we have 2 people check that the end caps are secure before sending them to the patient. In the past, we did have difficulty and were educated on how to press and twist when putting the caps on. Noted the packaging felt different and looked off color compared to other lots. Separations (5) occurred over a week period and appeared to be of the same lot. Separations occurred from both syringes (60ml (B)(6)) and tubing sets. Did the separation cause leakage? Yes with the 5fu pump and with a taxol. Did you experience any adverse events as a result of the reported failure? No.

Manufacturer narrative:
H6: investigation summary: no physical samples that display the reported condition were provided for investigation. A device history review was performed for lot 2206323, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Five retained samples of the same lot were used for additional evaluation. The product was visually inspected and no defects were identified. Dimensional testing was performed, including the luer thread, verifying all critical dimensions are within specification. Product undergoes a series of visual and functional evaluations throughout the manufacturing process. Records were reviewed for the reported lot and no issues related to this failure were identified. Based on the available information we are not able to identify a root cause related to the manufacturing process at this time.

Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 5 bd phaseal¿ optima injectors experienced a broken luer connection broke, resulting in leakage. The following information was provided by the initial reporter: we have noted several incidents where they have either come off the syringe and/or ambulatory pump tubing. These were instances where hazardous drugs were being administered so it is concerning for the staff. In our hd mixing room, we have 2 people check that the end caps are secure before sending them to the patient. In the past, we did have difficulty and were educated on how to press and twist when putting the caps on. Noted the packaging felt different and looked off color compared to other lots. Separations (5) occurred over a week period and appeared to be of the same lot. Separations occurred from both syringes(60ml henry shein) and tubing sets. Did the separation cause leakage? Yes with the 5fu pump and with a taxol did you experience any adverse events as a result of the reported failure? No.